Event description:
There was an incident reported on the ellex proscan laser used in a (B)(6) eye clinic. During photocoagulation for a retinal tear on a patient, bleeding occurred.

Manufacturer narrative:
The doctor treated the bleeding with laser photocoagulation. The bleeding resolved without any complications after the photocoagulation. There was no device problem, the device was verified after the event, and it was within specifications. The device labelling and risk control measures were reviewed and considered adequate. According to the clinical expert, sometimes the laser breaks an inter retinal vessel and bleeding occurs. The energy discharge near the vessels sometimes may be a little high which can cause bleeding.